Event description:
The device was used during a nephrectomy. Reportedly, the staples did not form properly and the instrument did not cut. The surgeon applied another device and manually sutured to complete the procedure. The hosp has reported no pt injury occurred.